Manufacturer narrative:
Ge healthcare reviewed the logs. Based on the log review, ge healthcare recommended to the hospital to complete a functional test of the unit. The unit can be returned to service if testing passes. Ge healthcare reviewed the logs. Based on the log review, ge healthcare recommended to the hospital to complete a functional test of the unit. The unit can be returned to service if testing passes.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly cycled power, resolving the alarm condition. There was no reported patient injury.